Event description:
It was reported the patient had aortic stenosis secondary to thrombosis four months postoperatively. The patient developed shortness of breath and reduction in ejection fraction, and transesophageal echocardiogram demonstrated an elevated gradient. Another bioprosthesis was implanted, and the patient was reported to be stable and recovering.